Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the app loaded to grey screen when launching guardian app and warning was observable regarding device. The customer tapped to continue but the app loaded back to grey screen without any option to proceed. This issue occurred after guardian app update. The customer reported no adverse event. The event involved product mmt-8200 guardian ios app. Troubleshooting was performed. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the rd tool the case issue is always non-reportable so downgrading the reportability.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian - software version 1.4.0 installed on iphone 11 ios 17.0 with a transmitter was conducted and confirmed the issue is not reproduced. The software failed to meet the specified requirements and did not perform as expected according to the software requirements specifications 10967806doc version f. After conducting a thorough investigation, we have found that the app receives locale(languagecode, null) with null as region and could not resolve it. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please ask customer to do following steps: 1. Change region to united kingdom on this phone. 2. Uninstall guardian app. 3. Reboot device. 4. Install guardian app. 5. Launch guardian app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.